Event description:
01-dec-2020- 6:07 pm - spoke with patient - she stated that the drainage line disconnected at the bottle top towards the end of her drainage. I asked if there was any fluid leakage and she stated not really because she was pretty much done with the drainage. I then asked if she experienced and pain or discomfort. She stated a little air got into the tube and she felt "just a little pressure, but it didn't hurt." I asked if she had the damaged item to return and she stated that she threw the items away, because she completed the drainage and because it was broken. Ep has replaced the one that broke per the patient. 02dec2020: spoke with patient. She verified the drainage line disconnected from the bottle at the end of her drain, while the drainage line was still connected to her catheter. There was no air in her line, she did notice some bubbles when disconnecting in both her catheter and the drainage line. Catheter is located l side of abdomen. No patient harm. No sample. Polc.

Manufacturer narrative:
(B)(6) follow up emdr for device evaluation: no photo or physical sample that displays the reported condition was available for evaluation. A review of the internal manufacturing device records and raw material history files for the lot 0001374260 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Assembly of the drainage line onto the spike is performed manually. Once the adhesive is applied onto the drainage line, it is then connected onto the spike and personnel must hold the junction before the product moves onto the next stage of assembly. During our investigation it was identified that personnel were not following proper procedure after applying the adhesive onto the drainage line and were moving the product without holding the connection for the appropriate amount of time. Based on the quality team's investigation, it was determined that the disconnected drainage line was likely due to personnel not following procedure. Manufacturing personnel have been notified of this incident and additional training was provided. Complaints received for this device and defect will continue to be monitored for future occurrences. H3 other text : see manufacturer narrative.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: 1562 material separation. Patient problem code: 2199 no consequences or impact to patient.

Event description:
(B)(6) 2020 6:07 pm, spoke with the patient - she stated that the drainage line disconnected at the bottle top towards the end of her drainage. I asked if there was any fluid leakage and she stated not really because she was pretty much done with the drainage. I then asked if she experienced and pain or discomfort. She stated a little air got into the tube and she felt "just a little pressure, but it didn't hurt". I asked if she had the damaged item to return and she stated that she threw the items away, because she completed the drainage and because it was broken. Ep has replaced the one that broke per the patient. (B)(6) 2020: spoke with the patient. She verified the drainage line disconnected from the bottle at the end of her drain, while the drainage line was still connected to her catheter. There was no air in her line, she did notice some bubbles when disconnecting in both her catheter and the drainage line. Catheter is located l side of abdomen. No patient harm. No sample. Polc.